Event description:
It was reported that the ventilator was unable to maintain peep (positive end expiratory pressure). There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The machine was tested with a test lung and during ventilation the peep continued to fluctuate. The visual inspection revealed that the expiratory pressure transducer tube was clogged with an unknown residue. Fse solved the reported problem by cleaning the expiratory pressure transducer tube. After cleaning, the peep remained at the set value and the ventilator passed the pre-use check. The unit passed all functional and safety tests according to the factory specifications. Our conclusion is that the reported problem was caused by a contaminated pressure transducer tube. There is no information on how the contamination entered the ventilator or what kind of dirt it was. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 the unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
Manufacturer's ref: #(B)(4).